Event description:
It was reported that an anesthetized patient sustained a 30mm x 30mm blister on the arm, following a mr exam. A ge field engineer tested the rf system and the calibration of the system that monitors rf power. The rf system and rf monitoring were found to be within specifications. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.